Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms during delivery of an appropriate shock for ventricular fibrillation (vf). The associated implantable cardioverter defibrillator (ICD) recorded a shock lead open message as a result. Shock lead measurements were noted to previously be stable in the 60 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the patient was seen in clinic. Review of stored device data noted the presence of shock lead open and high voltage during charge repeat messages. It was noted that the device was unable to charge the capacitors to deliver shock therapy. Ts discussed that the patient should be considered unprotected and recommended device and lead replacement. Additional information was received that the patient was admitted to the hospital pending a system revision and implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No known procedures have been scheduled at this time. No additional adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. This rv lead was surgically abandoned and the device was explanted. An s-ICD system was successfully implanted. No additional adverse patient effects were reported. This lead was surgically abandoned and will not be returned.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited low out of range shock impedance measurements less than 20 ohms during delivery of an appropriate shock for ventricular fibrillation (vf). The associated implantable cardioverter defibrillator (ICD) recorded a shock lead open message as a result. Shock lead measurements were noted to previously be stable in the 60 ohms range. Technical services (ts) discussed potential causes and troubleshooting options. It was reported that the patient was seen in clinic. Review of stored device data noted the presence of shock lead open and high voltage during charge repeat messages. It was noted that the device was unable to charge the capacitors to deliver shock therapy. Ts discussed that the patient should be considered unprotected and recommended device and lead replacement. Additional information was received that the patient was admitted to the hospital pending a system revision and implant of a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No known procedures have been scheduled at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.